Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"Ascend flex reversed tray/liner have rotated from their original position. On x-ray and CT this looked to be the liner rotating inside the tray, however it was probably the reversed tray rotating in the stem. The joint had become unstable and had to be revised. This required implantation of a new reverse tray and liner. The flex stem was found to be well fixed, and did not require revising. At the original surgery, the reversed tray was assembled to the flex stem on the back table. Both the surgeon and the sales rep present are happy all correct surgical steps and techniques were followed."

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.